Event description:
A patient with underwent an elective procedure to two vessels. The first target lesion was the mid lad, a cto. The de novo, type c lesion was highly calcified, diffused, concentric, ostial and bifurcated. A femoral approach was chosen. The site was predilated with a 1.5 x 15mm balloon at 14 atm. The first 3.0x33mm cypher stent was implanted at 22 atm for 15 seconds, overlapping the first cypher at the proximal end. Postdilation was done with a 3.0x33mm balloon at 22 atm. Residual stenosis was 15.1%, and timi flow was 0 pre and 3 post procedue. The proximal cx had 76.3% stenosis. The lesion wa a de novo, type b2, slightly calcified, ostial,concentric, tubular, bifurcated lesion. A 2.5x18mm cypher was implanted at 20 atm for 31-60 seconds. Another 2.5x18mm was implanted at 14 atm for 16-30 seconds, and a 3.5x18mm cypher stent was implanted at 20atm for 16-30 seconds. The 3 cyphers overlapped each other. Residual stenosis was 31.7%; timi flow was 3 pre and postprocedure. Ivus was done. About 8 1/2 months later, the patient experienced restenosis in the distal edge of the distally placed cypher in the mid lad, which was treated with the implantation of another cypher.